Event description:
Boston scientific received information that this pacemaker had a battery indicator anomaly. At a previous device check, the device longevity reported good with one year remaining however, with a magnet rate of 90. Follow-ups were intensified to three months. Approximately two months later, the device declared elective replacement time (ert). The physician reported being confused due to the lack of a indicator between a longevity of good and ert. No premature battery depletion (pbd) was alleged. Additional information was received that the device was explanted and replaced successfully due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.